Manufacturer narrative:
A1: patient identifier: subject 3840-emi-018.

Event description:
Eminent clinical study it was reported that in-stent restenosis and claudication occurred. The subject was enrolled in the eminent clinical study on june 25, 2018 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 90% stenosis. The lesion was 84 mm long with a proximal reference vessel diameter of 4.25 mm and distal reference vessel diameter of 4.29 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a 6x100 mm study stent. Following post dilatation, residual stenosis was 0%. On june 26,2018, the subject was discharged with antiplatelet therapy. On july 20, 2020, the subject presented for the protocol 24 month follow-up visit. The subject was noted with in-stent occlusion in left leg. No action was taken to treat the event. At the time of reporting, the event was ongoing. It was further reported that the subject presented with the symptoms of severe difficulty in walking and pain noted in the left limb on july 20, 2020. The subject was diagnosed with pad of stage iib on the left side and in-stent occlusion in left limb. On the same day, duplex ultrasound was performed as a diagnostic tool which revealed recurrence of the occlusion of the entire superficial femoral artery. A medication was given as a treatment at this point of time. On (B)(6) 2020, the subject was hospitalized for further treatment and planned intervention. Initial angiogram revealed stump-like perfusion and is then occluded over a long segment as far as the distal end of the stent and delayed two-vessel blood supply to the lower leg was noted. On (B)(6) 2020, intra-arterial thrombolysis therapy was performed with cross-over technique from the right with initial infiltration of the occlusion with a total of 6 mg actilyse. Positioning thrombolysis catheter approximate 1 cm into the occlusion in the region of the origin of the left superficial femoral artery. On (B)(6) 2020, the subject was completely asymptomatic, no notable hematoma at the puncture site in the right groin. Angiogram revealed renewed perfusion in the superficial femoral artery, weak in caliber with marked wall irregularities. On (B)(6) 2020, 100% stenosis in the target lesion was treated with prolonged pressure-controlled balloon percutaneous transluminal angioplasty with 5 mm x 120 mm balloon in the proximal and middle thirds of the superficial femoral artery. Lumen width showed improvement but plaque dissection of 15 mm in length at the origin. Therefore, stent percutaneous transluminal angioplasty was done with 7 mm x 40 mm absolute pro with restoration of the original lumen width with smooth wall contours. Post treatment, angiogram showed good result in terms of the morphology. Resulting into 0% residual stenosis. On (B)(6) 2020, the event was considered to be recovered/resolved. On (B)(6) 2020, the subject was discharged.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that in-stent occlusion occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 90% stenosis. The lesion was 84 mm long with a proximal reference vessel diameter of 4.25 mm and distal reference vessel diameter of 4.29 mm and was classified as tasc ii a lesion. The target lesion was treated with pre-dilatation and placement of a 6x100 mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject presented for the protocol 24 month follow-up visit. The subject was noted with in-stent occlusion in left leg. No action was taken to treat the event. At the time of reporting, the event was ongoing.